Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported events of endoleak type 3b of the cuff/extension and aneurysm enlargement. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft integrity is related to the strata graft material. Associated clinical harms for these events included:type iiib endoleak, aneurysm enlargement, and secondary endovascular procedure. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.

Event description:
On (B)(6) 2012, the patient was initially implanted with a bifurcated stent and an infrarenal extension. On (B)(6) 2017, a type iii endoleak was discovered; however, it could not be determined if the endoleak was a type iiia or iiib endoleak. On (B)(6) 2017, a secondary procedure was preformed. The physician elected to reline using an ovation stent. There have been no additional patient sequelae reported. During clinical assessment completed on (B)(6) 2017, it was discover that a type 3b endoleak of the cuff/extension resulting in this separate MDR filing. A previous filed MDR (2031527-2017-00562) had reported a type 3 endoleak for the bifurcated stent graft. This MDR is being created for the infrarenal extension device.